Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. Reportedly, the patient consulted with cardiac thoracic surgeon for near protrusion of device. The device will be moved to subpectoral or abdominal. Additional information received indicates that the revision was successful, and the device was moved to subpectoral. The patient was discharged the day after the procedure and in stable condition. There were no additional adverse patient effects reported. The crt-d remains in service.